Manufacturer narrative:
Procode: niu stent, superficial femoral artery, drug-eluting.

Event description:
Two 7mm zilver ptx stents were placed in the patient in 2015. During a post thrombolysis, it was noted that there was flow behind the stent struts (3005580113-2019-00642) and also stent fractures (subject of this report). Drip tpa was administered to dissolve the clot, and a and a 7 x 250 gore viabahn covered stent was placed. The patient outcome was noted to be stable/good. Imaging review determined a type 1 stent fracture unrelated to blood flow behind stents. Imaging review confirmed restenosis.